Event description:
Customer alleges either a false flu result or sars result because a patient received a dual positive result. No confirmatory testing was completed, but the provider believes one of the results is incorrect

Manufacturer narrative:
Investigation summary:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.